Event description:
It was reported that the epileptologist had issues with vns in the past where some of his patients¿ devices were not delivering stimulation according to their programmed device settings. Attempts for additional relevant information will be made.

Manufacturer narrative:
Patient identifier, corrected data: the initial report inadvertently reported this data incorrectly. Age at time of event or date of birth, corrected data: the initial report inadvertently reported this data incorrectly. Sex, corrected data: the initial report inadvertently reported this data incorrectly.

Event description:
The physician reported that he does not remember who the patients were or what exactly his allegation was. The physician had no additional information to provide regarding this report.